Event description:
It was reported that during an implant procedure to add a left ventricular (lv) lead, it was noticed that the right atrial (ra) lead, which was implanted the previous day, was no longer capturing. The lead also was exhibiting elevated thresholds, and diminished p-wave sensing. It was noted that the physician had difficulty placing the ra lead due to scarring in the atrium. The lead was removed and the physician chose to re-use/uncap the atrial lead which had been capped the previous day. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model: 694365, lead; implant: (B)(6) 2014. (B)(4).